Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant procedure due to extrusion of a section of the tubing in (B)(6) 2020. The patient had not undergone a reimplant yet.